Event description:
A user facility clinic manager (cm) reported a significant dialyzer blood leak observed with patient blood going straight from dialysis lines, up the hansen and into the drain after reaching dialyzer. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the dialyzer housing within the fibers. The cm confirmed no external blood leak was noted. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 150 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane to be extending from approximately 275° to 70°, with the ports at 0°, on the cavity ID end and from 270° to 50° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. There was on complaint addressing an internal blood leak and one complaint addressing a blood leak (no enough information available at this time to determine if the leak was internal or external). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinic manager (cm) reported a significant dialyzer blood leak observed with patient blood going straight from dialysis lines, up the hansen and into the drain after reaching dialyzer. Upon follow-up, the cm confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed in the dialyzer housing within the fibers. The cm confirmed no external blood leak was noted. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss (ebl) was 150 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.